Event description:
It was reported that the patient has implanted a dialysis catheter via internal jugular vein on (B)(6) 2012. Check the tip position by x-ray. (B)(6), 2012 the catheter's cuff was separated from the catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. Gross and microscopic examinations of the surecuff show a large amount of blood and tissue residue imbedded in the dacron material. Observation of the ID of the surecuff shows the heat sleeve to be intact. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revg0959 showed one other similar product complaint(s) from this lot number.